Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was printing too dark on the newer printer and it was hard to scan. A technical support specialist dialed into the station and logged in as carefusion admin, reconfigured the zebra printer settings and updated the default printing configuration, then rebooted the station, performed a test print, and the customer also tested printing and confirmed that it was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the nursing staff were unable to scan barcodes as the print was too dark. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.